Event description:
Customer stated she ran a control test on her contour meter and received a reading of 76mg/dl. The control test was not marked as a control on the meter, which could potentially be interpreted as a blood result. No adverse event was alleged. Control solution is to be returned for evaluation. New strips and control were sent to the customer.